Event description:
Patient called in to report that they received a therapeutic shock. The patient is currently refusing to seek medical attention. The patient states that they were walking outside when the patient was all sweaty and the device started alerting the patient. The patient attempted to divert the alert but was unable to divert it on time. Patient is very upset at this time due to this occurrence and has removed the wcd system. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.